Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the atrial lead alarm triggered due to high impedance. It was also reported that the atrial exhibited rising impedance. The atrial lead was capped, remains in the patient, and a new lead was implanted. No patient complications have been reported as a result of this event.